Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s friend/family member about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had two inss and their call was about their upper ins. They reported that they had no/poor telemetry with recharging and therefore had not been able to charge their ins for the last couple of months. They had poor/no communication with their external devices and had a poor communication screen on their patient programmer (pp) and a reposition antenna screen on their recharger (insr). It was reported that the patient did not remember when the last time they were able to successfully charge their device but stated that it had been a while (more than one to three months ago). Prior to the call, it was reported that the patient tried repositioning the antenna and also called a manufacturing representative, but was waiting to hear back from them. They also indicated that they had an appointment scheduled with their healthcare provider tomorrow and would like a rep to meet them there. On the call troubleshooting of repositioning the antenna over the ins was done, but did not resolve the issue. Possible ins pocket considerations of the ins being too deep were reviewed. It was reported that it seems that the ins had shifted and was no longer in the same position. It was reported that the ins seemed to be a little deeper than where it used to be. It was reported that the patient used to be able to put on a belt and ¿it was perfect, but now they couldn't do anything, but maybe it was because the ins was dead.¿ it was asked if the patient had had any falls, and it was reported that they were sure they did, but they said that they did not have any recent falls that could be related to the ins shifting. The patient was redirected to follow-up with their healthcare provider to have their device checked and preform prm. It was reviewed that the hcp could contact a rep for them. Symptoms reported were pain, which started a couple of months ago. It was unknown when the ins seemed to have shifted or seemed to be deeper than it used to be. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.